Manufacturer narrative:
Batch record review of lot a329 was conducted and there was one non-conformance, (B)(4). Lot met release requirements. Complaint lot review conducted and one additional complaint for drive tube leak was reported to date for this lot. Service order (B)(4) completed: (B)(4) 2013. Load cells and pressure sensors were recalibrated, centrifuge frame index was re-adjusted together with bowl optic sensor after removal for cleaning. The assessment is based on information available at the time of the investigation. The smart card has not been received for evaluation. The photos evaluation is still in progress. A root cause has not yet been determined as the investigation is still in progress. (B)(4).

Event description:
Customer called to report a drive tube leak that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer called to report a drive tube leak during treatment, at approx 200 ml wbp. Nurse stated that the top bearing retainer was open, bottom one was closed. The bowl was broken into many pieces, the drive tube was lacerated. Leak sensor completely damaged. Black and gray joints of centrifuge door damaged. Nurse found black joint of 3 mm in diameter inside centrifuge chamber. Service order (B)(4) was dispatched to service serial number (B)(4). Customer submitted photos and the smart card will be returned for investigation.